Manufacturer narrative:
(B)(4). The manufacturing records were reviewed. All process operations presented in the manufacturing record from product generation to product boxing were in compliance with manufacturing instructions specifications. All pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
The intraocular lens (iol) was returned to the manufacturer. Visual inspection at 10x microscope magnification revealed that the lens was cut into two pieces. Also, the lens had stains and scratches. One haptic of the lens was broken. Additionally, the sample has few residuals that could be compatible with handling the lens out of sterile environment. Based on the investigation there is no indication that is a manufacturing related complaint. The condition of the returned lens could be related to the handling technique of the device during the explant process. All pertinent information available to the manufacturer has been submitted. Placeholder.

Event description:
We received a report that a patient was originally implanted with monofocal in his right eye (brand was unknown) and had it exchanged for a multifocal zma00u0190 over the summer because he wanted better near vision. In follow up received on (B)(6) 2014, it was learned the patient also experienced halos and glare and still had poor visual quality. An incision enlargement was performed, the zma iol explanted, and a vitrectomy performed.